Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was implanted using a 12f amplatzer amulet delivery sheath. The device size selection was determined based on echocardiographic imaging, with landing zone measurements reported as os 24 × 39 mm; lz 17.5 mm and 15 mm; and 3d measurements of 13 × 19 mm, acquired at 0°, 45°, 90°, and 135°. During the procedure, imaging guidance consisted of echocardiography and angiography, and the close criteria were reported to have been satisfied. The patient did not experience any rhythm changes during the procedure, left atrial pressure was reported to be above 12 mmhg, no fluid administration occurred, and no peri-device leak was detected. On (B)(6) 2026, it was reported that the patient presented to the hospital with leg pain during walking. Computed tomography imaging identified complete dislodgement of the device from the intended implant site, with embolization to the abdominal aorta. The device was subsequently removed using a minimally invasive approach. Following the procedure, the patient was reported to be doing well, with no complications observed.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was implanted using a 12f amplatzer amulet delivery sheath. The device size selection was determined based on echocardiographic imaging, with landing zone measurements reported as os 24 × 39 mm; lz 17.5 mm and 15 mm; and 3d measurements of 13 × 19 mm, acquired at 0°, 45°, 90°, and 135°. During the procedure, imaging guidance consisted of echocardiography and angiography, and the close criteria were reported to have been satisfied. The patient did not experience any rhythm changes during the procedure, left atrial pressure was reported to be above 12 mmhg, no fluid administration occurred, and no peri-device leak was detected. On (B)(6) 2026, it was reported that the patient presented to the hospital with leg pain during walking. Computed tomography imaging identified complete dislodgement of the device from the intended implant site, with embolization to the abdominal aorta. The device was subsequently removed using a minimally invasive approach. Following the procedure, the patient was reported to be doing well, with no complications observed.

Manufacturer narrative:
An event of device embolization and pain was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the reported device embolization could not be determined. The reported pain is likely a cascading effect from the event. An unexpected medical intervention was a result of case specific circumstances, as the device was removed minimally invasive. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.